Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the mfolfox6 (fluorouracil continuous infusion, leucovorin, oxaliplatin), 14-day cycles for rectal adenocarcinoma. The 5-fu pump was on direct current. When the rn looked at the pump, she saw that it read zero volume left, but there was still a significant amount of 5-fu medication remaining in the bag. The pharmacy determined that there were 56 ml left in the bag and 7 ml in the tubing, so the patient did not receive the total of 75 ml of 5-fu (fluorouracil). The patient stated that the pump had started beeping an hour earlier, and because she had macular degeneration, she could not see what the pump displayed, so she began pressing all the buttons. The patient was re-educated not to press all the buttons and instructed to call the pharmacy instead. The patient did not want the pump restarted to complete the treatment. The doctor was notified and agreed that the patient would not continue. There was patient involvement, but no harm was reported.